Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a review of the patient's event log history contained a pump stoppage event on (B)(6) 2014 at 14:55 and 14:56. The patient and hospital staff did not report any alarms. It was noted that the patient did not feel any symptoms during the time of the events that were recorded. The system controller was exchanged. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the reported event of pump stoppages was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller and contained approximately seven days of events. The information recorded on (B)(6) 2014 revealed a speed reduction to 0 rpm. A full functional test was performed and the device performed as intended. The returned system controller was operated for extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.